Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As neither article nor lot number is known, the review of the quality records could not be performed. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a wagner revision stem generic on (B)(6) 2005 and underwent a revision surgery (B)(6) 2013 due to a breakage of the stem.